Event description:
It was reported by customer that the device locked up while on patient, blinking red lights, the only option was to turn the device off, and there were multiple fatal errors. There was patient involvement, but no harm. Bd learned the following information through due diligence: the event happened on 02jul2025 at 03:25:46. The pcu had displayed error codes 800.8000.0" and 600.6840.5.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device manufacture date. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system errors 800.8000 and 600.6840.5 were confirmed through a review of the device logs. However, they could not replicate during the laboratory testing. System error replication testing was performed in order to try to duplicate the system error 800.8000 in the suspect pcu. The system error cannot be replicated during the testing. Connectivity test and preventive maintenance were performed in order to verify the general functionality and the wireless feature of the suspect pcu. The suspect pcu passes all the tests successfully. The facility reported that the event occurred on july 2, 2025, at 3:25:46 am. All available logs were downloaded from the returned devices for analysis. The error log analysis revealed that error 800.8000.0 (pcu15_general_os_failure) was displayed on the date and time provided by the facility. Additionally, some instances of the error code 600.6840 were observed on various dates: the last occurrence was after the event, on (B)(6) 2025, at 8:55:01 am. The fifth occurrence was before the event, on (B)(6) 2025, at 10:02:55 am. The fourth occurrence was before the event, on (B)(6) 2022, at 11:19:27 am. The third occurrence was before the event, on (B)(6) 2022, at 11:09:58 am. The second occurrence was before the event, on (B)(6) 2022, at 11:09:31 am. The first occurrence was before the event, on (B)(6) 2022, at 10:55:24 am. No other error codes or system malfunctions related to the complaint were recorded in the error log. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per tracker (B)(4), to exit the system error state, the user should press the "system on" button to power off the device. When the pcu is powered on again, infusion can be re-programmed. When exiting the system error state, all ongoing infusions are interrupted and have to be reprogrammed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n: (B)(6), (w.o.) (B)(4). The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported device locked up while on patient was the result of a pca dose request while a channel status on the pcu main screen changed tracker (B)(4) determined to be software design problem. This type of error is classified as ¿invalid memory access" by the software and the 800.000 error code is logged in the pcu's error log. Note that this report lists imdrf annex a1801, g04037, c0601, d15, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the device locked up while on patient, blinking red lights, the only option was to turn the device off, and there were multiple fatal errors. There was patient involvement, but no harm. Bd learned the following information through due diligence: the event happened on 02jul2025 at 03:25:46. The pcu had displayed error codes 800.8000.0" and 600.6840.5.